Event description:
It was reported that the customer had an issue with the sensor glucose and the blood glucose readings not matching on two sensors. Customer will return sensors for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.